Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation patient stated through a social media site that the patients scs shorted out her back. The patient underwent an explant procedure. No further information has been able to be obtained.